Event description:
Boston scientific received information that during the implant procedure when connecting the left ventricular lead to the device high out of range pacing impedances were noted. The lead was re-tested with the pacing system analyzer (psa) and out of range pacing impedances were once again noted. The physician suspected there was a break in the insulation due to the physician possibly nicking the lead during placement. The patient was not stable to have the left ventricular lead explanted or implanting a new lead thus the device was programmed to lv tip to rv ring configuration and left implanted with normal pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.